Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient received inappropriate hv therapy due to oversensing. Diagnostic imaging revealed that the lead had dislodged due to twiddler's. Lead was extracted and replaced. Patient was stable before, during and after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.